Event description:
An autotome rx sphincterotome was used in an endoscopic retrograde cholangiopancreatography (ercp) procedure in a (patient age, gender, and weight unknown) in 2008. According to the complainant, "...the cut wire broke." A second autotome rx sphincterotome was used to complete the procedure. No pt complications were reported as a result of this event.

Manufacturer narrative:
A visual examination of the returned device confirmed that the cutting wire was broken, and the ends of the cutting wire were charred, blackened, and melted (see figure 1, page 3) indicating that excessive electrical current flowed through the device. The cause of the excessive current is unknown, although possible causes include: improper tome position allowed the cutting wire to contact the endoscope which resulted in a short circuit and excessive power was applied to the cutting wire due to improper generator settings. A review of the complaint database did not identify any additional complaints for this lot. The device history record for this lot was reviewed; no anomalies related to this complaint were noted. The april 2008 15-month autotome sphincterotome product family complaint trend report, inclusive of all failure modes, was reviewed; no unfavorable trend was noted.